Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. There was no evidence of the reported issue in the event history log, but there were no disposable and high pressure alarms after pump starting. Three separate accuracy tests and visual inspection were conducted. The reported failed accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be low out of the published specification of +/-6%. It was recommended that the expulsor be replaced to bring the delivery accuracy closer to nominal of a range. There was no fault found with the returned pump.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by -14.7%. No patient involvement reported.